Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, or if any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The catheter was inserted and aspirated when a significant amount of air was observed in the syringe. The sheath was replaced and the procedure was completed. No patient complications were reported.